Event description:
It was reported that balloon rupture occurred. The 95% stenosed target lesion was located in the moderately tortuous and severely calcified right coronary artery. A 3.75mm x 12mm nc emerge balloon catheter was advanced for dilation. However, during inflation, the balloon ruptured. A tip damaged was also noted. The procedure was completed with another of same device. No patient complications were reported, and patient was in good condition post-procedure.